Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was likely user related, possibly due to force or dropping the device. Upon further investigation, a lifted downstream occlusion seal and a cassette-not-attached alarm were found. These were determined to be reportable issues. The downstream occlusion(dso) seal and sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned due to damaged battery compartment. Upon physical inspection, a reportable malfunction a lifted downstream occlusion seal (dso) was identified. The event occurred during testing.